Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, "when changing the dressing, when the film is removed, the statlock is breaking. We thought it was due to the need for training, but it was observed that it happened with a team that was already trained. Without harm to the patient, only requiring a new replacement of the statlock before the deadline. No exposure to blood or chemotherapy." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged statlock is confirmed; however, the exact cause is unknown. One photograph and one video of a statlock device were returned for evaluation. An initial visual observation of the photograph showed a statlock device applied to a patient. Both sides of the foam pad of the statlock device in the returned photograph were observed to be damaged with portions of the pad apparently torn off and missing. The foam pad of the statlock device in the returned video appeared to be intact. No alcohol or other solution was observed to be applied to the site during the removal process of the dressing statlock device. While the foam pads of the statlock devices were observed to be damaged, there were no distinguishing features in the returned photograph or videos of the devices which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, "when changing the dressing, when the film is removed, the statlock is breaking. We thought it was due to the need for training, but it was observed that it happened with a team that was already trained. Without harm to the patient, only requiring a new replacement of the statlock before the deadline. No exposure to blood or chemotherapy." No other information was provided.

Event description:
It was reported, "when changing the dressing, when the film is removed, the statlock is breaking. We thought it was due to the need for training, but it was observed that it happened with a team that was already trained. Without harm to the patient, only requiring a new replacement of the statlock before the deadline. No exposure to blood or chemotherapy." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.